Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the transmitter displayed an error message for low transmitter battery. Data was provided for evaluation. Data review could not confirm the reported event of low transmitter battery. A probable cause could not be determined post investigation. This complaint is reportable based on the finding of transmitter failure. No product was provided for evaluation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed, and the test failed. A review of the downloaded share log confirmed the reported event of a low transmitter battery alert. The probable cause was determined to be low transmitter battery voltage. In addition, a failed transmitter error was found in connection to the reported allegation. The reported issue of a low transmitter battery alert is reportable based on the finding of a failed transmitter error. No additional patient or event information is available.